Event description:
Unomedical reference number (B)(4). Event occurred in the united states, on (B)(6) 2024, it was reported that the one infusion set tubing was leaking at site and infusion set is long for 10 minutes. The blood glucose level was 300 mg/dl. No further information available.